Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a laser lithotripsy procedure, the fiber was not producing enough energy to break the stone. The console was turned off and on, and the fiber was tried again. However, the fiber would not fire. When the fiber was disconnected form the console, the fiber was found to be warm to the touch. Additionally, the wire connection to the green connector appeared to be both separated and melted. No patient complications were reported.